Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was priming on a home choice (hc) and stated, the patient line did not have a connector cap on it. The hp opened the hc door and received an alarm, then changed out the supplies. The technical service representative (tsr) instructed the hp to cycle the power on the hc and advised the hp to start over with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a missing component, where the connector "tip", on the patient line that was missing. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The complaint cannot be confirmed and the assignable could not determined.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.